Manufacturer narrative:
Clinical investigation concluded that peritoneal dialysis nurse had no information on any recent problem the patient had experienced with the cycler set and she along with the concurrence of the physician, believe that the device did not cause or contribute to the event. However, there is no product being returned for evaluation. The manufacturer is unable to perform an investigation as no product is being returned. Therefore, this report is being submitted. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
We have been made aware of the recent death of a peritoneal dialysis patient who passed away on (B)(6) 2011. The patients pd nurse was contacted to obtain further details regarding the incident. She had no information on any recent problem the patient had experienced with the cycler set and she along with the concurrence of the physician, believe that the device did not cause or contribute to the event. However, there is no product being returned for evaluation, therefore, there is inconclusive evidence as to whether the product performed per specification. The cause of death is cardiovascular disease, diabetes and hypertension. No autopsy was to be performed.